Event description:
Customer uses product to hold insulin infusion set. Iv3000 is placed on skin and infusion is inserted through dressing, no additional dressing used. Dressing not adhering when wet, and infusion set dislodges.